Event description:
I had surgery on the above date to repair a vaginal prolapse/stress incontinence. My bladder was cut during the surgery, and I suspect it was from the surgical mesh product used. I wore a catheter for over 2 weeks. After the catheter was removed, I continued to have vaginal bleeding, discharge, constant dribbling of urine, inability to totally empty the bladder, multiple urinary streams and vaginal pain. The urinary issues worsened over time and I was having to wear a urination pad and going to the bathroom up to 50 times a day. I could not control this and was even wetting the bed at night. I repeatedly told the physician I thought I had a fistula in the bladder or urethra. Finally I had a radiological test the end of the month, that was inconclusive. When they catheterized me for this test and injected the dye, the solution ran out of me. The radiologist could not get a good reading, but determined because of his presence, I did indeed have a fistula. I was referred to a urologist who did surgery in 2009, to repair a fistula in the urethra that had been eroded by the surgical mesh product. During the repair, the surgeon removed the miniarc mesh used to elevate the neck of the bladder and removed some of the other prolapsed mesh. Again I wore a catheter for over 2 weeks. After removal of catheter, I continued to have discharge and within 2 weeks I was back to urinating all the time, having the same symptomology as before. I am scheduled for a cystoscopy two months later, to determine the size and location of yet another fistula. Consequently, I will have yet another surgery. Dates of use: currently still implanted. 2009. Diagnosis: 1. Vaginal vault prolapse. 2. Stress incontinence. Event abated after use stopped: 1.,2. No.